Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device was returned for evaluation. During product analysis a boston scientific 0.014-inch filterwire was successfully inserted through this device with no resistance experienced. The guidewire used during the procedure was not returned for analysis. The device was returned with the stent partially deployed. During analysis, the stent was successfully deployed with no resistance experienced, and no damage or issues were noted with the deployed stent. A visual and microscopic investigation identified no issues with the stent cup, stent holder, or tip that could have contributed to the clinical observation. A visual and tactile examination of the device identified an outer sheath kink 165mm proximal from the distal tip. It is possible that the user applied excessive force, when inserting the guidewire, and kinked the device and may have damaged the guidewire during preparation for the procedure. The clinical observation could not be confirmed.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the stent was fully hydrated. Upon insertion, a great resistance was noted when the tail of a non-boston scientific guidewire extracted from the side hole, and it was bent when advanced which caused the tip of the stent deformed. The stent was fully re-constrained and was removed normally. The procedure was completed with another of the same device. No complications were reported, the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the stent was fully hydrated. Upon insertion, a great resistance was noted when the tail of a non-boston scientific guidewire extracted from the side hole, and it was bent when advanced which caused the tip of the stent deformed. The stent was fully re-constrained and was removed normally. The procedure was completed with another of the same device. No complications were reported, the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).